Event description:
Revision surgery - the patient fell in (B)(4) of 2013 and broke below the reverse shoulder prosthesis (rsp) stem. It became a non-union and needed a revision to a long stem monoblock.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patient's shoulder implants after a fall. The implants were explanted after 5.2 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The event is deemed to be non-product related and is attributable to patient joint conditions. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient fell on (B)(6) 2013 and broke below the reverse shoulder prosthesis (rsp) primary stem. It went onto becoming a non-union that needed a revision long stem monoblock.